Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaked. The customer stated that the reservoir was leak but he thinks it is related to the ring issues since they started about the same time. It was reported that the leaks occurred at the reservoir barrel. The leaks had not past the first or second o ring. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.